Event description:
The complaint received states that during use the transit2 (601251/15943973) was obstructed. The procedure was the treatment of an unspecified meningioma at the patient¿s mma that was mildly tortuous but not calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified trufill (lot unknown) and an unspecified trupush (lot unknown) were used for the above procedure. The aforementioned devices were used for the coil embolization of an unspecified vessel of the meningioma. The coil got stuck at the distal end of the complained microcatheter. The physician attempted to advance the coil with the pusher, and also the microcatheter was flushed with saline solution. Yet the physician was unable to push the coil forward. The procedure was completed without any further issues or delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product is unavailable for the evaluation. No additional information is available. There was also no patient injury/complications reported. A trufill (catalog/lot number not available) was the coil that stuck inside the distal end of the complained microcatheter. Above coil was not delivered to the target lesion site. The detail of how it was removed is not available. The complained microcatheter was safely removed from the patient when the problem occurred. There was no report of whether other devices had been successfully inserted into the complained microcatheter before the problem.

Manufacturer narrative:
Cc: the complaint received states that during use the transit2 (601251/15943973) was obstructed. The procedure was the treatment of an unspecified meningioma at the patient¿s mma that was mildly tortuous but not calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified trufill (lot unknown) and an unspecified trupush (lot unknown) were used for the above procedure. The aforementioned devices were used for the coil embolization of an unspecified vessel of the meningioma. The coil got stuck at the distal end of the complained microcatheter. The physician attempted to advance the coil with the pusher, and also the microcatheter was flushed with saline solution. Yet the physician was unable to push the coil forward. The procedure was completed without any further issues or delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product is unavailable for the evaluation. A trufill (catalog/lot number not available) was the coil that stuck inside the distal end of the complained microcatheter. Above coil was not delivered to the target lesion site. The detail of how it was removed is not available. The complained microcatheter was safely removed from the patient when the problem occurred. There was no report of whether other devices had been successfully inserted into the complained microcatheter before the problem. No additional information is available. There was also no patient injury/complications reported. (B)(4). Review of lot 15943973 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No sterile lot number information was provided, thus no DHR could be performed. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt